Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24nov2020.

Event description:
It was reported that the ventilator's touchscreen was not functioning. There was no patient involvement. The service engineer (se) inspected the device. The se confirmed the reported issue. The se replaced touchscreen to address the reported issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.